Event description:
The customer reported that during a procedure, the jaws of the device would not reopen normally while applied to tissue. The surgeon was eventually able to get the device to release the tissue, but some bleeding occurred. The site has indicated that no further information regarding this incident is available.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.